Manufacturer narrative:
A medtronic representative, following-up at the site, reported this was an axiem procedure. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. It was found that the tracer technique is not correct for a successful registration. Software is functioning as designed. The system has been used in subsequent surgeries without any issue.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged a 3-4mm inaccuracy. The site registered the patient with tracer and deemed navigation was off 3-4mm on the left site. When touching the patient, the cross-hairs were above the correct location. In trouble-shooting the site attempted pointmerge registration, however, the surgeon was not comfortable with the accuracy, reporting it to be approximately 1mm off at the mid-line and accurate in all other areas. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.